Event description:
Initial event severity rating: event did not reach patient or did not cause harm. Event description: during coronary intervention, the shaft of a dilation balloon fractured and broke off inside the coronary artery. The cardiologist was able to retrieve the balloon and balloon shaft without injury to the patient. Middle-aged male patient with past medical history significant for hypertension, hypercholesterolemia, prior mi (myocardial infarction) approximately three months prior and previous coronary intervention on that date. The patient has recently experienced cardiovascular instability including persistent ischemic symptoms. Patient started having chest pains. EKG with concern for inferior stemi (st elevation myocardial infarction). During procedure, provider attempted retrieval/pullback of the 5.5 balloon, felt significant difficulty withdrawing. This suddenly released and was clear we had balloon shaft fracture. The balloon tip and shaft remained just proximal to the guideliner. With pullback of the guideliner, the tip remained, on the wire. There was likely some 20 cm of balloon/shaft in the patient out the guide. Provider able to retrieve balloon shaft and tip. All interventional equipment removed from patient's body intact. All parts of the balloon and shaft were visualized. No apparent harm to patient.